Manufacturer narrative:
Qc was within range prior to the event. No relevant alarms occurred. A field service engineer (fse) evaluated the instrument and found unstable grounding of the reagent carousel. He cleaned the grounding surface and adjusted the sipper probe and mixing paddle. Diagnostic checks were completed and were successful. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The customer stated that the patient sample's stability had expired when the reruns were performed. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ss test system result from the cobas e 411 analyzer (rack system) for one patient. The initial result of the initial patient sample was 1.01 miu/ml. On (B)(6) 2025: the repeat results of the initial patient sample were 636.4 miu/ml and 628.3 miu/ml. The result of a new patient sample tested at another laboratory was 6564 u/l (or miu/ml). The nurse questioned the result, prompting the rerun. The repeat results were deemed correct, as they matched the patient's clinical data and the result of the new patient sample.